Event description:
In 2002 the end-user called disetronic and stated the they were having dinner the day before and lost consciousness. According to the end-user the pump was not reacting adequate. On april 2002 maersk medical a/s received the complaint and the used infusion set.